Manufacturer narrative:
Review conclusion: the device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation as she stopped charging the ipg due to undergoing chemotherapy treatments. Patient stated she has been unable to communicate with the ipg for approximately 6-8 months (event date estimated). Representative interrogated the ipg and confirmed the device was inoperable. Ipg was explanted and replaced with a non-rechargeable ipg. Postoperatively, the patient is reportedly receiving effective therapy.